Event description:
A valiant thoracic stent graft system was attempted to be inserted in a patient for the endovascular treatment of a thoracic aortic dissection approximately two months ago. It was reported that during prepping of the delivery system the stent graft could not be flushed via the side port with a 50 mm syringe. A 20 mm syringe was then used and the stent graft was partially flushed with difficulty but not completely. The physician decided to use the delivery system even though it was not fully flushed. The stent graft was then tracked to the target site but it could not be deployed as the physician encountered resistance when attempting deployment of the device with the quick release trigger. The physician had to rotate the external slider in order to deploy the stent graft. The physician was concerned about the stent graft radial force. No clinical sequelae were reported and the patient is fine. The del ivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (deployment difficulty); failure to follow instructions (use of a delivery system that was partially flushed stent graft). Conclusion: operational context contributed to event (use of a delivery system that was partially flushed stent graft).

Event description:
Received the films and the evaluation has been completed. The films showed a descending dissection of the thoracic aorta extending from the lsa to the left iliac artery. The maximum diameter of the thoracic aneurysm measured approximately 5cm; located just distal to the lsa. There was little tortuosity seen with the thoracic or abdominal aorta. The left iliac was also minimally tortuous; however the right iliac artery was moderately tortuous. Films at implant or post-implant were not provided. From the films provided the cause of the deployment difficulties could not be determined.

Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of retrospective filing of the field corrective action on (B)(6) 2013 that was initiated on (B)(6) 2012 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.

Manufacturer narrative:
Method: (films).